Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the open wound. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone15.3, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported difficulty removing an adhesive from their skin after changing a pod that was worn on the abdomen for over 48 hours. Upon removal, the pod was extremely difficult to detach, resulting in a portion of skin being pulled off and leaving an open, bloody wound. Despite this event, the patient was able to successfully remove the pod and apply a new one. Patient confirmed on not requiring emergency or hospital care for the open wound event.